Event description:
Subclavian crush was reported. The ventricular output was set to 3.5 v, 0.4 ms in unipolar. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.